Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-01717. This report is being submitted as additional information. Approximate age of device - 1 year, 10 months. Manufacturer's investigation conclusion: the reported pump stop event was confirmed via the system controller log file data which spanned data from (B)(6) 2017 to (B)(6) 2017 and captured the device operating as intended until (B)(6) at 18:39 when the driveline disconnect alarm became active and the pump stopped. The driveline appeared to remain disconnected for 106 seconds. Upon reconnection of the driveline the device resumed operation at the fixed speed. On (B)(6) at 13:50 the driveline was disconnected and the system controller was powered down. The captured pump stop event appeared consistent with the driveline being disconnected from the system controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the manufacturer¿s product performance engineer reviewed the log file and observed a driveline disconnection while the patient was connected to battery power and pump stoppage for approximately a minute on (B)(6) 2017 between 6:39pm and 6:40pm. The system controller was disconnected from power after the driveline was disconnected. The system controller returned to the set speed once the driveline disconnect alarm cleared. The system controller was powered down at 1:50pm on (B)(6) 2017. The customer stated that the system controller and battery clips were exchanged. No additional information was provided.